Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited 1,111 auto mode switch episodes, noise and loss of capture. This could be reproduced with patient movement.